Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 01/29/2014 with the following findings:during testing, the pump was powered on and the display screen appeared dim and discolored. Unrelated to the display issue, the bolus button cover was torn around the edges; the button responded properly. (B)(6).

Event description:
The pump was returned for investigation. Investigation revealed a display failure. This report is made based on results of investigation completed on 01/29/2014.